Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: no sample was received. No photos were provided. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause description: undetermined. No root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that leakage occurred during use between the needle and connection site with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported the syringe was leaking between the needle and the syringe connection. Description of issue: syringe was leaking between needle and syringe connection. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number choose one: 26 g, 3/8¿ needle ¿ 305110. Product lot number: 9093860. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.